Event description:
It was reported that a user experienced hyperglycemia after starting the ilet and performing a supply change, with the device operating conservatively during its initial learning period and no observed issues with the infusion set or cannula upon replacement. Symptoms included elevated blood glucose with a reported peak of 300 mg/dl. Outcomes included self-management with subcutaneous insulin and continuation of therapy without medical intervention, emergency treatment, or hospitalization. Investigation included technical support review and user coaching on supply change and device use. Investigation of this case revealed no device malfunction and no infusion set or cannula damage, and blood glucose returned to range after guidance and supply replacement. It was concluded that the event was consistent with hyperglycemia of unclear cause during early device adaptation and that the device performed as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.